Manufacturer narrative:
One unit was returned for investigation. The device was not investigated as it was a supplier issue. The device will be sent to the supplier for further investigation. No further information is available.

Event description:
Information received a smiths medical pressure monitoring/medex logical cables malfunctioned. Customer reports unstable signals; wrong values; not nullable; and pressures not measurable. No patient harm.